Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. A defibrillation threshold (dft) test was scheduled and the field representative inquired about the impact the dft test would have on the device since it has reached elective replacement indicator (eri). Further information was received that a dft test was performed and the impedance measurement obtained was 99 ohms. The physician stated that only a device changeout is scheduled. No additional adverse patient effects were reported. At this time, this lead remains in service.